Event description:
Further follow-up with the healthcare professional revealed the following additional information: "patient had change, [they] just wanted more change that the 1 syringe of juvederm would do. [Patient] was told to purchase another, we ended up giving [patient] another syringe to keep [the patient] happy." "There was nothing medically wrong with [the patient] or the product." No medical intervention was provided.

Manufacturer narrative:
Medwatch sent to FDA on 10/23/2015. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of hard lumps, lack of correction, "product mixed with water" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: precautions: "juvéderm voluma xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity, and performance of the product." "Patients may experience late onset nodules with use of dermal fillers, including juvéderm voluma xc." Adverse events: per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. ¿treatment site responses reported by = 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness.¿ device- and injection related adverse events occurring in = 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%). Post-market surveillance: ¿juvéderm voluma without lidocaine has been marketed outside the us since 2005, and juvéderm voluma with lidocaine has been marketed outside the us since 2009. As of december 31, 2012, the following aes were received from post-market surveillance for juvéderm voluma with and without lidocaine with a frequency = 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities. Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery.¿

Event description:
Patient reported that approximately one week after injection with "juvederm" in the cheeks, they experienced a "hard lump on the lips," and stated that the "product is going away." Patient also reported being concerned with the consistency of the product, stating that the product was "mixed with water." No information regarding medical intervention was provided. Patient was taking effexor concomitantly. Patient was also concomitantly injected radiesse in the top lip.